Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported" (no information). Reporter indicates this patient experienced an overcorrection. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).